Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a prime issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime associated with a low, non-zero force. The force sensor calibration test confirmed the device was working within specifications. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The pump case was removed, and no damage was found to the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked.